Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the lip ring has been removed from the reservoir neck. The blood glucose was 12 mmol/l. The customer stated that the reservoir is able to lock in place but the reservoir lip ring was broken off the neck of the reservoir. The device will not be returned for the analysis.